Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Lens returned adhered to the label set with adhesive tape. A significant amount of solution is dried on both surfaces of the optic and one haptics. One haptic is broken/torn and not returned. A part of the of the optic is also broken/torn and not returned. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "scratch on the lens". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during a cataract extraction with intraocular lens (iol) implant procedure, the surgeon noticed scratch on the lens. The lens was not implanted. Additional information has been requested and received which states that a back up lens was used. It was not sure if there was any patient contact.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).